Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, several dizziness of the pt occurred. During follow up, pacing failure and high impedance were observed at the ventricular level. A reintervention was performed and the ventricular lead was verified and worked properly. The pacemaker was explanted and returned for analysis. Another pacemaker was successfully implanted.